Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated in the past week and a half in the 300s (mg/dl). Reportedly, the customer disconnected at the site and saw insulin drops exiting from the tubing. A site change was performed and a bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.